Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformances. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the "tip broke during surgery"? Was the tip of the trocar obturator broken? If yes, was it separated from the device? If yes, did it fall into the patient? If yes, was it retrieved? Or did the tip of the trocar cannula break? If yes, was it separated from the device? If yes, did it fall into the patient? If yes, was it retrieved? The batch and/or lot number you provided a95289p00, is not a valid batch and/or lot number. Do you have the six digit/character batch and/or lot number for the device?

Event description:
It was reported that during an unknown procedure, the tip of the trocar broke during the surgery. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.